Manufacturer narrative:
Evaluation summary: according to the medical details the tibial nail was revised due to nonunion with a tibial nail 52 weeks after implantation. A malfunction or failure of the device was not reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No discrepancies found during risk analysis review. No non-conformity was identified.

Event description:
Non union of tibia. Tibial nail exchange.

Event description:
Non union of tibia. Tibial nail exchange.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.